Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing threshold measurements. Additionally, rv pacing impedance measurements increased to greater than 2,000 ohms. Additional information was received that a revision procedure was performed. Upon inspection, the rv pace/sense set screw was loose in the device header. Once the set screw was tightened, all measurements were within acceptable limits. The chronic rv lead and device remain actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.